Event description:
The MFR received info alleging a ventilator does not power on. The device was in pt use. There was no pt harm or injury reported. The device has yet to be returned to the MFR for eval. At this time we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.